Event description:
It was reported that during an implant procedure, the right ventricle (rv) lead exhibited high threshold and high pacing impedance. The physician elected to not used the rv lead and subsequent inspection identified damage to the rv lead. Finally, a new lead was implanted. The patient was stable throughout the procedure.